Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) was applied for the report of "induration".

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a neurostimulator. The patient reported erythema to the implantable pulse generator (ipg) site. The patient went to the emergency room (ER) on (B)(6) 2017 for redness to the ipg site and was given keflex 500 milligrams to be taken four times a day, but was not admitted to the hospital. An examination on (B)(6) 2017 found that there was some induration and redness beneath the supragluteal/ipg incision that had apparently improved over the prior 24 to 48 hours. Examination on (B)(6) 2017 found cellulitis at the ipg site, and the patient was admitted to the hospital to receive intravenous vancomycin. The patient was discharged home and administered clindamycin to be taken orally (B)(6) 2017. An examination on (B)(6) 2017 noted slight induration to the right of the ipg; however, there was no erythema present. The event was ongoing and resulted in in-patient hospitalization, an ER visit, and an unscheduled clinic or office visit. The etiology was not related to the device or therapy, but related to the implant procedure, specifically the neurostimulator pocket. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that at the patient¿s clinic visit on (B)(6)2017, the patient had completed all antibiotics and the infection had totally resolved.